Manufacturer narrative:
Additional information: in follow-up, healthcare provider information was provided; therefore, section e1 is being updated in supplemental report. No further information was provided. The product was received for evaluation. Device evaluation: visual inspection under magnification was performed on the suspect product and found the cartridge tip was slightly deformed with ophthalmic viscoelastic device (ovd) observed inside the cartridge. The plunger rod, lens module, and handpiece were inspected, and no issues were identified. The lens was visually inspected revealing that the lens was damaged near the haptic optic junction. No further evaluation was performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. The following fields were updated accordingly: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 13, 2025 section e1: title (e.g., mr., ms.): dr. Section e1: first/given name: f. Section e1: last name: (B)(6). Section e1: telephone number: (B)(6). Section e2: health professional?: yes section e3: occupation: physician section h3: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact. Section d6a. If implanted, give date: not applicable, as there was no patient contact. Section d6b. If explanted, give date: not applicable, as there was no patient contact. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was defective. There was no patient contact. The procedure was successfully completed using a backup lens. No further information was provided.